Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Sales rep reported, knee pain, patella revision and liner exchange. No adverse consequences.

Manufacturer narrative:
An event regarding pain & revision involving a triathlon patella was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as product was not returned. -medical records received and evaluation: not performed as medical records were not received. -device history review: indicate devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the lot referenced. Conclusions: the cause of the event could not be determined as insufficient medical information was provided. Further information such as x-rays,medical information and patient history is required to complete the investigation for determining root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Sales rep reported, knee pain, patella revision and liner exchange. No adverse consequences.